Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) found no communication with the logistic server. Upon case creation, the customer confirmed it was a sitewide issue. The hospital information technology (hit) team was already investigating the problem, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, logistic server was down for almost an hour. This impacted all logistic devices, and so user was unable to connect or login. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.